Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. Power error due to connector resistance issue. Device monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than ten minutes and no unexpected post-reset ram crc alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had multiple insulin pump errors. The customer's blood glucose levels were unknown at the time of the incident. Customer states that two insulin pump errors had occurred multiple times before. Troubleshooting was performed. The customer had called about the same insulin pump errors before. The insulin pump is returning for analysis.